Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report that on july 21st, 20202 a spacelabs¿ patient monitor model 90387 failed to alarm when monitoring a patient. No patient was injured or hurt.

Manufacturer narrative:
No failure was found; device is in use at the hospital. Spacelabs field service engineer (fse) has made multiple attempts to gather the needed information and inspect the product but was not allowed by hospital. There have been no further complaints reported by this customer. There is not enough information available to determine that a malfunction occurred during this complaint episode. If additional information is provided spacelabs will reassess the investigation. This investigation is considered complete and close. H3 other text: placeholder.